Event description:
It was reported the procedure was to treat a mildly calcified lesion in the right popliteal artery. The 5.0x60mm supera self expanding stent system (ses) was advanced to the target lesion and deployment started however the guide wire moved proximal. The ses was retracted after it was thought the stent had fully deployed however the stent retracted too and ended up in the superficial femoral artery (sfa). Although not intended, the physician was happy with the placement of the stent in the sfa. Another supera stent was placed in the target lesion to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible after stent deployment during the delivery system removal the device tip inadvertently got caught on the deployed stent thus resulting in the stent to inadvertently retract with the device resulting in the reported stent migration; however this cannot be confirmed. The investigation determined a conclusive cause for the migration difficulties cannot be determined. As reported, although not intended, the physician was happy with the placement of the stent in the sfa. Another supera stent was placed in the target lesion to complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.